Event description:
Right ventricular lead extraction could not be removed by unscrewing the screw or gentle traction, lead cut, the conductor coil exposed and measured and a size ez locking stylet(lld) inserted at the distal tip and locked. The outer insulation was anchored to the locking stylet and 14-french laser catheter advanced over the system using a looped stylet. The laser catheter was used to free the lead intact through the subclavian system and high superior vena cava(svc). As the sheath (glidelight) was advanced to the right atrium(ra) without active laser the patient's blood pressure dropped. Fluoroscopy showed the heart shadow not moving and no pleural fluid. Pericardialcentesis was attempted but no fluid obtained. The patient arrested and CPR performed briefly. Thoracic surgeon performed a pericardial window. The svc and ra were found to be lacerated. The patient suffered anoxic brain injury and remained unresponsive post-operatively. Life support was agreed to be discontinued by family.what was the original intended procedure?lead extraction and revision of ICD.